Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced drainage, crusting and soreness at the abutment site. Subsequently on (B)(6) 2015 the patient was treated with steroids. The implanted device remains.